Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. Surgical intervention was performed, and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. Surgical intervention was performed, and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. A programmer and the observed oscilloscope signals confirmed that the pacemaker was operating in primary operation and pacing according to the programmed settings at the time of analysis. The device was forwarded to returns product testing (rpt), where it failed due to a lower battery voltage. The battery had depleted on (B)(6) 2024, so battery status and alerts were reset for rpt. Once rpt was performed, the power level consumption over the last year was confirmed to be stable, and review of device memory noted no suspicious faults or resets. The battery usage for inductive telemetry test however failed. Review of device battery voltage shows the voltage measurement outperforming the nominal model. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The device case was removed, and the internal visual inspection did not reveal any abnormalities. The battery voltage was measured at 2.318 volts (v). The battery was removed, and the hybrid was attached to an external power supply, set at 3.0 v, and the current drain was noted to be normal.